Event description:
The complainant reported that a swiss lithoclast ultra ultrasound probe was used during a percutaneous nephrolithotomy (pcnl) procedure in 2008. The complainant indicated that during the procedure, the scope was torqued in such a way that the probe broke. The physician obtained another of the same device and successfully completed the procedure. The complainant reported that there were no adverse effects to the patient as a result of the reported problem, and that the patient 's condition was reported as "great".

Manufacturer narrative:
The device has been received for investigation, but an evaluation has not yet been performed; therefore, a failure analysis is not available at this time and we are not yet able to determine the relationship between this device and the cause for this event.